Event description:
It was reported that 100 of the emerald syringe 3ml 24x1 an experienced visible dust particle. The following information was provided by the initial reporter: complain raised by end user (doctor) that in our product emerald fw dust particles are visible.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. OEM manufacturer: the manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 100 of the emerald syringe 3ml 24x1 an experienced visible dust particle. The following information was provided by the initial reporter: complain raised by end user (doctor) that in our product emerald fw dust particles are visible.

Manufacturer narrative:
H6: investigation summary : no sample or photographs were returned for the reported issue of "foreign matter" for material number 307754. A device history review could not be completed as the lot number is unknown. Retention samples could not be used as the lot is unknown. The exact root cause can only be determined if we receive the original sample. The root cause cannot be determined. H3 other text : see h10.